Event description:
Over the past 8 months there has been a gradual apperance of increased impedances and "hi" channels, suggesting a possibly damaged electrode array. Testing in january 2005, showed that there were 6 channels "hi", 2 of which were intermittent.